Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer stated that last night the pump alarmed button error and stopped working. Customer also stated that the pump may have been exposed to perspiration. Customer was advised to revert to a back-up plan of injections. Customer's blood glucose level was 6.1 mmol/l. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
The insulin pump buttons were unresponsive due to light moisture damage to keypad traces. No button error alarm noted during testing. No traces of moisture was noted at electronic or motor assemblies during visual inspection. The insulin pump was received with minor scratches on liquid crystal display window, cracked case at display window corners, cracked battery tube threads and broken belt clip slot.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.